Event description:
It was reported that a motor stall was confirmed. A device manufacturer representative was ¿in the case now¿. The pump had ¿not been working well for a while¿ and was stalled. The health care provider (hcp) wanted to terminally stop the pump. It was reported drug was filled in the pump reservoir but it was not going to be explanted so it would not be returned for analysis to the device manufacturer. Per the reporter¿s request, stopped pump, minimum rate and pump off options were discussed however it was not reported if any were to be done. No further information was provided. The type of medication being delivered via the device system was not provided. Four days later, it was reported that when the hcp had called the device manufacturer representative they never said which patient they were talking about. The representative went down to find out and they would not give him any information because there was no issue according to the hcp office. The device manufacturer representative did know that there were no symptoms. They saw it had stalled ¿a few times¿ due to an unknown cause. It reportedly always restarted within two hours. The patient had compounded medication but the device manufacturer representative had no more information than that. The pump was restarted at minimum rate. It was noted the pump only had 14 months left on it. They were going to let it run out (reach end of service) and leave it implanted as the patient was not a good surgical candidate because they took plavix. That was all the information the device manufacturer representative was able to gather.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).